Event description:
It was reported by the registered nurse (rn) that they received patient from cath lab with a fiberoptix sensor (fos) intra-aortic balloon (iab) with black light bulb. Rn said "they already tried catheter on another pump with same results; fos status shows low light." Clinical support specialist (css) informed rn there is disruption in the light connection between catheter & pump & since she already tried another pump, it's most likely on catheter side. Pump is functional well with transduced arterial pressure. The css requested the rn catheter to be saved & someone would be contacting them to retrieve catheter after removal from patient.